Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-00183. During an in-clinic follow-up, noise that resulted in oversensing and automatic mode switch episodes were observed on the right atrial (ra) and right ventricular (rv) leads. A replacement procedure was performed to explant the ra and rv leads. During the replacement procedure, insulation damage was noted on the ra and rv leads. Both leads were explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of insulation damage, noise resulting in oversensing, and automatic mode switches (ams) were confirmed. As received, a complete lead was returned in one piece. One lead-to can external insulation abrasion breaching outer insulation and exposing outer coil was noted proximal to suture sleeve impression region. The cause of noise with oversensing was isolated to the lead-to can abrasion. Electrical continuity measurements and testing for internal shorts were performed while manipulating and stretching the lead. No conductor fractures or internal shorts were detected in the lead.